Manufacturer narrative:
Product event summary: the analyzer failed its incoming testing, it generated an error indicating that it had lost communication with the programmer. Due to a lack of availability of parts required for the repair the analyzer was to be scrapped.

Event description:
The analyzer which was originally returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.